Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source does not light any more. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3, g2, h6 - medical device problem is being corrected to "4021 - no visual prompts/feedback ". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the lamp not being lit was likely due to the fact that the xenon lamp was used for over 500 hours and has reached the life span of the xenon lamp. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.